Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level. Reportedly, the customer thought that bg was unrelated to the pump. Although requested, the customer declined to provide information on the reported issue.